Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose of 342 mg/dl, because his insulin pump was not delivering the correct amount of insulin. Customer stated that 4 hours later he checked his reservoir and it is showing the same amount of insulin. Customer also stated that the insulin pump is not alarming to notify him of the problem. Nothing further was reported.